Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. Initial reporter is synthes sales representative. The device was received and evaluated at the service center. The complaint was confirmed. The motor was found to be seized and a short circuit was found in the motor cable which was causing the device to heat up and make noise. The device was not repaired due to the need for motor and motor cable replacement, and the device was placed in long term hold. When the motor is seized and there is a short circuit in the motor cable, the device will heat up and make unusual noise therefore are root causes for the reported failure. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 4/5/2018 and passed all functional testing before being returned to the exchange pool. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a shoulder repair procedure the micro tornado handpiece got hot and made a terrible sound. The case was completed with another like-device with no patient harm or delay. This is report 1 of 1 for (B)(4).